Event description:
Initial result for a patient troponin was 3.25 ng/ml. When repeated, the result was 0.33 ng/ml. The field service representative found the mixing system required adjustment and repaired the instrument by making the appropriate adjustments.